Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump passed the self test and insulin pump alarmed unexpected restart alarm after battery change. The customer also reported that the insulin pump alarmed external ram error. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was monitored for several days and the device passed the displacement test. The insulin pump was received with normal operating currents and unexpected restart alarm test. The insulin pump passed the self test and off no power test. The device did not have unexpected low battery alarm anomaly, unexpected external ram crc error alarm and unexpected restart alarm.